Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubble anomalies. The reservoirs had a small piece that broke off when putting them in the insulin pump. The size of the air bubbles were about 4 inches. The customer also had issues with the infusion sets. The customer was advised that the device would be replaced and agreed to return the product for analysis.